Event description:
The facility representative reported an infusion pump with an open button on channel a that is invalid during biomed testing. The hospital representative stated that there were no reports of pt injury or medical intervention. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional info becomes available.